Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient noticed that her arm was sore and swollen extending outside the perimeter of the patch about a size of an apricot. When she removed the sensor, there was big red pocket of odorous pus. She went to urgent care that night and they looked at it and said it was caused by a staph infection. They prescribed a cream named mupirocin (to be applied 3x a day until it gets better) and cephalexin (oral) 500 mg for 7 days. She started the antibiotics and cream immediately. The next morning, the redness extended to about a size of a grapefruit. She continued the medication and it finally got better after 5 days. During follow up, the patient stated that it's scabbing and discolored scar (reddish white) and there are still little whitehead-like pimples. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).